Event description:
Patients spouse reported freedom pump running slower than usual, taking 3 hours to infuse. No missed dose or adverse event reported, patient will return pump. Reported to cvs/caremark by: patient/caregiver.